Event description:
It was reported by the affiliate that during a laparoscopic emicolectomy sx procedure, the device was used for rectum resection a few centimeters away from the edge anal. The first firing worked well after the device was re-loaded and reused. At the third firing the bistoury cut the tissue but the metal staples were discarded without closing. The rectum not stapled (containing the cancerous polyp) opened in the abdomen. The malformed staples were removed after conversion in open. The pt received an additional antibiotic therapy.